Manufacturer narrative:
Date rec¿d by MFR : 17jun2019, date of report : 05aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse replaced the oxygen manifold and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 11sep2019. The oxygen manifold was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, the manifold leak was confirmed to be caused by contamination to the right oxygen inlet port poppet and poppet seat. Cleaning the poppet and poppet seat corrected the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had an oxygen manifold leak. There was no patient involvement.